Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low, out of range pacing lead impedance measurement of less than 100 ohms and the heart could not be stimulated when tested during an implant procedure. When the rv lead was tested with a pacing system analyzer (psa), a low out of range pacing lead impedance measurement along with high pacing threshold measurement was detected. Additional information also indicates that there was loss of capture and the patient is not pacemaker dependent. The cause of the increase impedance measurement could not be determined as of this time. A new rv lead was successfully implanted. The crt-d remains in service while the rv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A blood or body fluid was noted in the helix housing of the lead. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.